Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that there was a loose component (cover) on the monitor spring arm. The cover serves as a shield/guard to prevent exposure of the inner pivot mechanism of the spring arm. The technician stated that the cover was bent and due to the damage had become dislodged from the housing position resulting in the reported event. The technician replaced the cover, tested the function and operation of the harmonyair m-series surgical lighting system, confirmed it to be operating to specifications and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury to their hand while moving the monitor connected to their harmonyair m-series surgical lighting system. The employee sought medical treatment however, it is unknown the type of treatment that may have been administered.